Event description:
It was reported via a legal notification that a patient, initial knee implant date, (B)(6) 2019 , had devices removed on (B)(6) 2022. Approximately 4 years post the initial procedure. Reason for the revision unknown. No product return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions. The following section, was updated for correction: h4 mfg date.